Event description:
Customer reported that she almost had an adverse event because her insulin pump did not deliver insulin. The customer stated she almost had diabetes ketoacidosis due to her insulin pump's malfunction. The customer believed there was a kinked tubing on the insulin pump. Customer's blood glucose was 55 mg/dl. She also reported there was an absence of no delivery alarms. The customer also stated she could not rewind her insulin pump. The customer was assisted with priming the insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.